Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead 2008-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had low r-wave amplitudes. The rv lead was capped and replaced. No patient co mplications have been reported as a result of this event.